Event description:
The customer reported that smartsite unintentionally disconnected from tubing while infusing tpn. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Correction to (hospital name and address) on initial report. The customer¿s report of the IV tubing becoming disconnected from the smartsite was not confirmed. Visual examination did not reveal any evidence of disconnection in the primary set or extension set. Functional testing, including attempts to manually force disconnection, did not result in disconnection of any portion of the primary or extension sets. The root cause for the separation/disconnection was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.